Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A provided literature article by watanabe, natsuko et. Al., ¿cardiac troponin is elevated in patients with thyrotoxicosis and decreases as thyroid function improves and brain natriuretic peptide levels decrease¿, publication european thyroid journal 10.6: 468-475. S. Karger ag. (Nov 1, 2021), documented a prospective observational study to clarify how thyrotoxicosis affects cardiac troponin. The study describes falsely elevated architect stat high sensitive troponin-I results in patients with thyrotoxicosis in the absence of overt myocardial infarction. Five patients had an architect stat high sensitive troponin-I value that exceeded 26.2 pg/ml. None of the patients with elevated architect stat high sensitive troponin-I results were diagnosed as myocardial infarction with st elevation. The median age of the patients was 42 years old. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. A review of data documented in the research study aligned with the issue reported and no additional issues were identified. The paper makes no allegations that the assay is not functioning correctly. They are using the assay to measure troponin in patients with hyperthyroidism, as it can cause heart damage. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Review of at least 12 months complaint data for the likely cause list number does not identify any trend. Worldwide field data was used to assess the performance of the architect stat high sensitive troponin-I assay. The lot number is unknown in this case, however the review performed indicates that the on market lots are comparable and performing acceptably in the field. Labeling review concludes that the issue is adequately addressed. Per product labeling for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site and a systemic issue and/or product deficiency was not identified.corrected data found in section g1 manufacturer contact information.